Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event date. Procedure name. Lot number. How many devices had issue during this procedure? When did each device had its suture broken? In the package/ during dispensing(before use on patient)/during use on patient(suturing)/other? How was case completed? Any adverse patient consequences? If yes please explain stating what medical/surgical intervention was provided. Are multiple procedure being reported in the complaint? If yes, and not previously reported, a separate file needs to be opened providing all above information.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke very easily. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The following information was requested, but unavailable: event date procedure name lot number. How many devices had issue during this procedure? When did each device had its suture broken? In the package/ during dispensing(before use on patient)/during use on patient(suturing)/other? How was case completed? Any adverse patient consequences? If yes please explain stating what medical/surgical intervention was provided. No additional information is received.